Event description:
The customer reported that the insulin pump was over delivering insulin as he had experienced low blood glucose levels for two days. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time, which was 45 mins off. Corrected the time and confirmed all other settings were correct. The customer did not feel comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.